Event description:
It was reported that a 1000ml evacuated container was damaged. The unit was found to have broken glass inside the bottle with the seal still intact. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.